Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial lead implant procedure on 15 mar 2021. During procedure, the physician was unable to implant the lead. After multiple attempts, physician explanted the lead and implanted a new atrial lead in the same procedure. The patient was in stable condition.